Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer also had issues with pump to transmitter connection but was able to resolve the issue. The customer was given a dextrose shot to treat. The customer experienced symptoms such as feeling unwell and seizures. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had not eaten for 2 days prior to the low as they were on a diet. The insulin pump will not be returned for analysis.